Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. To resolve the issue, customer changed the infusion set and cartridge, then resumed insulin.